Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the needle was broken off on abdomen [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "the needle was broken off on abdomen" beginning on (B)(6) 2016, and concerned a female patient who was treated with novofine 8mm (30g) (needle) from unknown start date due to "device therapy." Height, weight and body mass index (bmi) were not reported. Medical history was not provided. Concomitant products included - novomix 30 (insulin aspart) suspension for injection, 100 u/ml. The patient's son was the reporter of the incident. On (B)(6) 2016 the patient used novofine 30g and injected insulin in the evening before dinner. The patient found the needle was broken off on abdomen when she pulled out the needle. The patient could not remove it by herself, so the patient went to a local hospital on (B)(6) 2016. However, the doctor said they could not treat it and advised the patient went to a higher level hospital. One needle used for two days. Suspected needle was used for one day. The insulin patient used was novomix 30 and daily dosage was once per day. The patient did not go to hospital on the event occurring day. The patient did not receive any treatment and no x-ray performed. No contact to health care professional (hcp) was allowed. The reporter would not return the sample and did not accept to provide further information. The reporter would contact the hospital and solve the problem. Action taken to novofine 8mm (30g) was not reported. The outcome for the event "the needle was broken off on abdomen" was not reported. Investigational result: novofine 30g 0.3*8mm, batch number: 15a01l-1. A batch trend report was created. Nothing abnormal was found. The product was not returned for examination. The complaint was registered in the novo nordisk complaint handling system. Evaluation summary: name: novofine 30g 0.3*8mm, batch number: 15a01l-1. (B)(4). A batch trend report has been created. Nothing abnormal was found. (B)(4). A batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system. Name: novomix 30, batch number: unknown. Non-novo nordisk product or concomitant product or safety only case category.

Event description:
(B)(4).

Event description:
Case description: since last submission of the case, the following has been updated: final device report. Final manufacturer comment: on(B)(6) 2016: as the needle or part of it has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected needle is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4).